Event description:
Country of complaint: (B)(6). Valve is not adjustable pre-implantation.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Manufacturing site evaluation: manufacturing records for this device were checked and all parameters checked during production passed inspection. Adjustment tests were carried out on the device using standard adjustment and measurement tools. The break function is damaged. The membrane of the housing is deformed. This is likely the result of excessive powerful use of the adjustment instrument prior to implantation.